Event description:
Pt experiencing burning and warmth in left upper chest at site of ICD. When checked, device was found to be depleted of all battery life necessitating hospitalization and device replacement.